Manufacturer narrative:
The hakim valve (ID (B)(4)) was returned for evaluation. Device history record (DHR) - the product code (B)(6) with lot cpgcj2, conformed to the specifications when released to stock. Failure analysis - the position of the cam when valve was received was on setting 30 mmh2o. The valve was visually inspected, no defect was noted. The valve was hydrated. The catheter was irrigated, no occlusion noted. The valve failed the test for programming. The cam mechanism wiggled. The valve passed the test for occlusion, leak, reflux and siphon guard. The pressure test could not be performed as the device could not be programmed. The valve was disassembled. The valve was visually inspected under microscope at appropriate magnification, biological debris were found on the motor. A visual control magnetizing engines was performed; a normal polarization was noted. Root cause analysis - no root cause could be determined for the "occlusion" issue reported by the customer as no occlusion found during the investigation. The possible root cause for the issue reported by the customer could be due to biological debris and protein build up interfering with the valve in view of the biological debris discovered during the investigation. The root cause of the programming problem is due to the accumulation of biological debris and proteins interfering with the valve in view of the biological debris discovered during the investigation.

Event description:
N/a

Event description:
A physician reported a hakim valve (ID (B)(6)) was implanted in 2010 due to idiopathic normal-pressure hydrocephalus (inph) via lumbar¿peritoneal (l-p) shunt with setting of 30mmh2o. The valve was used with the silascon lumbar catheter (manufactured by kaneka, product code: 702-jj). The patient had disorientation in (B)(6) 2023 and computed tomography (CT) scan confirmed ventricle dilation. An x-ray confirmed obstruction of the valve and separation of the lumbar catheter. Therefore, the patient had revision surgery and the valve was explanted and replaced on an unknown date. The patient was recovered.

Manufacturer narrative:
Hakim valve (ID (B)(6)) was not returned for evaluation (as per customer, product not available) and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. However, a possible root cause for the issue reported by the customer could be due to biological debris and protein build up interfering with the device. A possible root cause for the ¿separation of the lumber catheter.¿ issue reported by the customer, ¿could not be clearly determined but could be due to a tear in the catheter or not tightly tied to the valve, as noted in the IFU (instructions for use) silicone has a low cut/tear resistance. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.